Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 11/06/2015-device evaluation:the pump has been returned and evaluated by product analysis on 10/20/2015 with the following findings:during testing, the pump was powered on and immediately emitted a cs 069 call service alarm that could not be cleared. No damage was found to the keypad cover. When the keypad cover was removed, no damage or contamination was found to the button contacts. Further testing of the keypad response issue could not be completed due to the alarm. The alarm appeared in the black box data as a cs 087 call service alarm, indicating a failure of the u39 component on the printed circuit board.